Event description:
It was reported that the hybrid co2 tubing/cap sets for fujinon scopes leaked from the irrigation line. Also, caps are skipping threads and popping off when threaded on to baxter bottles if not done perfectly. Another similar product {hybrid co2 tubing/cap sets for fujifilm scopes, part number 20325-248, lot numbers w4467056 [date of manufacturing (dom) 08/28/25, expiration date 08/27/2028] and wo471252 (dom 10/16/25, expiration date 10/15/2028), UDI: (B)(4)} was a part of the complaint. The sets were used with an erbe irrigation pump model eip2 and erbe co2 insufflator model eco2. No patient injuries were reported.

Manufacturer narrative:
Sets were returned on 03/25/26 to erbe USA and forwarded to erbe medical llc on 04/01/26. Nevertheless, we have received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the leaking issue have been determined: 1. Off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. 2. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. If any prominent causes are determined and/or remedies are implemented to resolve the leaking, a follow-up MDR will be filed. In addition, if any other conclusions are ascertained upon the evaluation of the returned sets involved with the leaking, then a follow-up MDR will be filed.